Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation coverage from her scs system. Consequently, the patient underwent surgical intervention and her scs lead was repositioned. Effective stimulation in all of the patient's pain areas was reportedly captured postoperative. The patient is reportedly doing well.